Event description:
Boston scientific received information that patient with this device was seen for a routine pulse generator change out procedure. Upon removing the device from the pocket, it was noted that the front of the header was loose. The back of the header was stable. All device diagnostics during pre-procedure interrogation were noted to have been normal. There were no adverse patient effects reported. The device is to be returned for analysis.

Manufacturer narrative:
The device has not yet been returned for analysis. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual inspection found that the anchor posts for attaching the header were bent. Based on the bent anchor post it appeared excessive force was used during the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.